Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation outcome: the issue did not pose a potential threat to patient or user. The device did not boot up properly. Therefore, the mandatory self-tests could not be performed and there was no risk of the device being used on a patient. Hamilton medical ag was informed that the communication board and control board were replaced. The replacement of these parts resolved the issue.

Event description:
Hamilton medical ag received the following event description: "stuck on black screen upon bootup. Reported burning smell." No patient involvement.